Manufacturer narrative:
Concomitant products: patient medications include acetaminophen, aspirin, atorvastatin, cymbalta, docusate sodium, methocarbamol, metoprolol, pantoprazole, plavix, polysaccharide iron complex, topamax, oxycodone, and polyethylene glycol. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was then implanted with a 34mm conformable gore® tag® endoprosthesis (tgu343420/12547647) as part of a thoracic aortic aneurysm repair. On (B)(6) 2014, computed tomography scan revealed a type ii endoleak. On the same day, the patient underwent ligation of the right internal mammary artery. The type ii endoleak was resolved, and the patient tolerated the procedure.